Manufacturer narrative:
The product which was returned. While matching the lot and identification numbers reported by the user, was deactivated immediately after the filling process. The product was not worn therefore, it would not have contributed to the reported hyperglycemia. The incorrect product was returned for the reported event. We are therefore, unable to determine if the reported kinked contributed to the event. No qualification record review was performed.

Event description:
The customer reported her blood glucose and insulin history is as follows: the pod was removed and she noticed the cannula was kinked. She could also smell insulin.